Manufacturer narrative:
Evaluation summary: sheath and stylette were returned loaded in device. The stent was not positioned correctly on the balloon. Displacement had was evident on this device as the stent had moved proximally over the proximal marker bands. No deformation was evident to the distal stent during visual inspection. Crimp impressions were not visible due to the stent still being visible on the device. There was no deformation apparent to the distal tip. The inner lumen patency was verified. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the physician was attempting to use a resolute integrity drug eluting stent to treat a lesion exhibiting no tortuosity, mild calcification and 95% stenosis in the lad. No damage was noted to device packaging and no issues were noted when removing the device from the hoop/tray. The device was inspected with no issues noted. The device did not pass through a previously deployed stent. Resistance was not encountered when advancing the device and excessive force was not used. It was reported that the stent could not pass through the lesion. The physician completed the procedure with another device. The physician believes the event is related to lesion morphology / procedural related and not device related. No patient injury was reported. Following analysis of the device stent displacement was noted.